Manufacturer narrative:
Investigation is on-going. No patient follow-up has been given at this time.

Event description:
Deep burn in retina of patient. During procedure a low power message appeared on console, shut off the console and turned back on. No low power message after second time make popping sound and when physician checked the eye, it had a deep burn in retina.

Manufacturer narrative:
Functional and visual inspection and testing of the iridex devices found no anomalies and performed as intended. No further information regarding the patient was provided. Should additional information be obtained, a follow-up will be submitted.